Event description:
It was reported that there was a catheter migration/dislodgement at the catheter tip. X-rays and a dye study were done for diagnostic testing/troubleshooting which showed that the catheter had migrated out of the intrathecal space. The patient was receiving less than 50% therapy relief. The location of the issue was said to be along the catheter track. A revision was required as a result of the event. Part of the spinal portion was removed and a new spinal piece was added and connected to what remained. The product issues were resolved. The patient status was alive with no injury at the time of the report. The pump was infusing morphine. Additional information received reported that the issue was discovered from a dye study. There were no segments left in the intrathecal space; everything was removed. It was reported that the patient was receiving effective therapy. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).